Event description:
The manufacturer became aware of an allegation of everflo that the unit's flow ball not moving and that it was an out of the box failure. During the evaluation of the device, the service center visually inspected the device and found evidence of the flow ball not moving. The device has been scrapped.